Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms. The customer states treated with syringe. Customer's current blood glucose value was 180 mg/dl. Customer's blood glucose value was 236 mg/dl at time of incident. Troubleshooting was performed. Customer states there was possible pump under delivery as customer stated having high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. There were no leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer declined to perform the high pressure test. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.